Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, vessel perforation occurred. The 100% chronic total occlusion target lesion,was located in the mildly tortuous and severely calcified right coronary artery. During the use of an unspecified size nc quantum apex balloon catheter, a "small" vessel perforation was noted in the target lesion. The event was treated with an implant of a non-bsc stent and the procedure was completed. No further patient complications were reported and the patient' status was stable.